Event description:
It was reported a surgeon was attempting to implant a peek interbody spacer. The surgeon wanted to implant a 10mm spacer. The space was distracted open to help ease insertion. The surgeon then used a mallet to position the implant when it cracked into 2 pieces. He then used a 9mm instead. There were no adverse effects to the patient and just a minor delay.